Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. A defective air sensor was suspected and was replaced. The defective part was sent to brézins for further investigation. Several functional tests were performed and a drift of value was detected. This failure is due to the air sensor subassembly, which has either a degradation of the ceramic bonding or the ceramic itself. An internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "pump has error message, air in IV prime. Even after clearing the message returns." Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.